Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected field: h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scattered image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no image was due to scattered image, an electrical problem was identified, with the most probable cause traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope could not produce an image. There were no reports of patient involvement, as this event was reported during inspection for use.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.